Event description:
The reporter indicated the surgeon implanted a 12.6mm vticmo12.6 implantable collamer lens in the patient's left eye (os) on (B)(6) 2015. The pupil has remained dilated since surgery and the intraocular pressure spiked up to 40mm hg (pupil block). The patient is photophobic. The lens remains implanted.

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4). Device evaluated by manufacturer: no, lens implanted. Evaluation codes: results - a lens work order search was performed and no similar complaints were found within the work order. Conclusions - based on the complaint history and work order search, a specific root cause of the event could not be determined. (B)(4).